Event description:
As reported, customer detected bacteria in routine cultures on this device. The preventive medicine (hospital) stated that these are bacteria from handling and that the device have tested positive on the entry of the biopsy channel and cylinders. Additional cultures will be performed, and the device will be kept in quarantine. The device will not be sent to olympus for evaluation. The customer declined to provide copies of the test results. Additional scopes in the facility (intestinal videoscope, evis exera ii small intestinal videoscope, evis exera ii ultrasound gastrovideoscope, were also reported to be tested positive). There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifiers; c22094135 (intestinal videoscope, psf-1), (B)(6) (evis exera ii small intestinal videoscope, sif-q180), (B)(6) (evis exera ii ultrasound gastrovideoscope, gf-uct180).

Manufacturer narrative:
The customer facility establishment full name is servicio madrileño de la salud servicio madrileño de la salud (e1-address). The subject device was not returned for evaluation. As stated in b5, the customer will not provide with any copies of the test results (either positive nor of the new samples taken). However, follow ups are in progress for the results of the new samples taken. Below are information on customers cds checklist: manual brush ¿ non olympus enzimatico -the detergent used for cleaning scope manually cleaned by enzimatico all channel flushed by enzimatico storage : the scope was stored in an edc drying cabinet. The scope was not manually disinfected. The scope was not sterilized. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The user did not provide culture test results, nor was the device made available for inspection. No further conclusion could be determined. The instructions for use (IFU) states the following pertaining the reported phenomenon: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.